Event description:
It was reported the implanted device system components were loose causing pain, which led to revision surgery. The surgeon noticed humeral components were loose during a diagnostic arthroscopy, performed because the patient had been complaining of pain. The surgeon then removed the loose components and replaced with a different implant from another company. After talking with the surgeon, he said he might have undersized the humeral stem and the patient was an avid weight lifter which could have been the cause for loosening. It was reported no patient injury is alleged and revision or medical intervention was not required (although a revision procedure was performed).

Manufacturer narrative:
Integra has completed their internal investigation on 23feb16. The additional investigation activities included: methods: review of device history records. Review of complaint history. A DHR review could not be performed with the available information provided. The only identification made for the complaint was ¿tss humeral head and humeral components.¿ a request was made to the complaint initiator to provide additional details of the devices, however due to the fact the event was due to follow up visit, no sale information was available to identify any shoulder related devices that may potentially been used for this procedure. As there are twenty-six (26) configurations of the tss cocr concentric head, 2.5 implant tss cocr eccentric head, 2.5 implant, twelve (12) configurations of proximal bodies and thirteen (13) configurations of stem, a review of all manufacturing records is not possible. # of surgeries: (B)(4) total shoulder surgeries (data supplied by marketing department). # of reported incident of like or similar failure modes: (B)(4). Complaint rate = (B)(4). Conclusion: the complaint was not confirmed and no definitive root cause can be determined for this complaint at the time of report closure. Potential root causes that may have lead up to a condition of implant loosening would include: undersized implant used. Patient selection. Patient compliance to post-surgical activity restrictions. No additional statements of potential root causes can be made at this time. The complaint statement only refers to humeral component of the tss system as opposed to identifying the component that involved in the incident. Further analysis may be conducted later if more information becomes available.